Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system x-ray tube was making noise during a case. The procedure was completed. No pt injury was reported.